Event description:
During the procedure, fracture of the distal ulna occurred with drill placement for tiploc. There was no significant delay in procedure; however, this issue caused a need for another operation/procedure. This report is related to report number 3025141-2022-00061 which is on the ulna nail.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were noted.